Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: material is not available for investigation, complaint is for information only. Augmentation procedure with vertecem v+ on levels th ii - l3, surgery disrupted because of a suspected/not confirmed lung embolism. All applications carried out under ap and lateral image intensifier controlled, show injection, no leakage observed. Total amount injected 20ml. No further information is available. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.